Event description:
Per the clinic, the patient had discontinued use of the device due to lack of benefit. The fixture/abutment was explanted on (B)(6), 2013. The device has not been made available for analysis as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.